Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was attempted to be inflated, but the cuff did not inflate. It was reported that it was thought there was a pinhole in the pilot balloon. There were no reported adverse patient effects.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found no discrepancies. Upon functional testing, a syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. Leakage was observed in the cuff as a result. The reported customer complaint was verified.